Manufacturer narrative:
The reported event of pca alarms at 5 ml file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported during some pca infusions, occasionally there is 5 ml or more in the syringe when the pump notifies the user the syringe is empty. The device is programmed for a pca dose only with no continuous infusion. The user stated that the pca dose can last several hours however the user must change the syringe to avoid alarms. No patient harm was reported.